Event description:
This is a spontaneous case report received from a other health professional in (B)(6) on (B)(6) 2016 which refers to a (B)(6) year-old female patient who had essure (fallopian tube occlusion insert) inserted in 2014. The patient experienced pelvic pain and therefore had essure removed. Follow-up received on (B)(6) 2016: the (B)(6) reference number (B)(6) was received. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Essure was removed. This event is considered anticipated in the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Further information and product technical analysis are being sought.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on (B)(6) 2016: essure was removed laparoscopically. Lot number was provided. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Essure was removed. This event is considered anticipated in the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. According to the product technical complaint, product quality defect could not be confirmed but is considered plausible. As lot number was provided, an updated product technical complaint is expected.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("the patient experienced pelvic pain and therefore had essure removed") in a (B)(6) female patient who had essure (batch no. B72575) inserted. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy without complications). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 04-may-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot # b72575 - production date: 23-sep-2013 - expiration date: 30-sep-2016. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 2-may-2017: updated quality safety evaluation of ptc (lot number added). Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Essure was removed. This event is considered anticipated in the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical event is not indicative of a quality deficit per se.

Manufacturer narrative:
Follow up information was received on 09-nov-2016. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. This medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. Essure was removed. This event is considered anticipated in the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. According to the product technical complaint (lot number was not provided), product quality defect could not be confirmed but is considered plausible. Further information is being sought.